Event description:
It was reported that the handpiece turned on by itself. Multiple attempts to gather additional information on the event were unsuccessful. Patient involvement and adverse consequences are unknown, but at this time there have been no known adverse consequences reported to the manufacturer.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device turning on by itself was duplicated. Based on the investigation details, the likely cause was problems with the driveshaft, rear motor assembly, and bearings, which were each replaced along with other components.